Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that they had numbness and swelling in her calves and feet but no pain. Additional information was received on 2019-aug-06 and patient reported that she has a uti again and her ens battery is low, and does not feel like it is working. Patient had an appointment to meet with their health professional. No further complications were noted or anticipated.